Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was blocked during use, and blood didn't return to the needle tip after being inserted into the vessel. The following information was provided by the initial reporter, translated from (B)(6) to english: "during usage of the product, the customer found that the steel needle core was blocked, and no blood returned to the needle tip after being inserted into the blood vessel. When bd associate received the sample, it's confirmed that the needle core was clogged; then she tested the return sample for several time with 3ml flush and final the needle clogged was resolved. The customer has one problem this time. Because this problem has happened many times before, repeated puncturing to patients has formed a bad impact, so the hospital department stopped all the products and returned all the remaining products, a total of 200 (including unused and one product in question this time)."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 9038938, and no quality issues were found during production. Our quality engineer reviewed the provided video of the defect and noticed that when the plunger was pulled back on the syringe and pushed inward nothing came out of the end of the needle, confirming the reported defect. Based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was blocked during use, and blood didn't return to the needle tip after being inserted into the vessel. The following information was provided by the initial reporter, translated from chinese to english: " 1. During usage of the product, the customer found that the steel needle core was blocked, and no blood returned to the needle tip after being inserted into the blood vessel. 2. When bd associate received the sample,it's confirmed that the needle core was clogged; then she tested the return sample for several time with 3ml flush and final the needle clogged was resolved 3. The customer has one problem this time. Because this problem has happened many times before, repeated puncturing to patients has formed a bad impact, so the hospital department stopped all the products and returned all the remaining products, a total of 200 (including unused and one product in question this time)."